Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in alarm history screen due to corrupted history file. The insulin pump passed a21 error test and self test. No a17 or a21 alarm noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and minor scratched lcd window.

Event description:
It was reported that the customer received six external error, an unexpected restart, and two displayable history check failed on startup alarms. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.